Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a dim display with reddish contrast. The battery compartment was found to have cracked below the grip pad and along the left side of the grip pad. The bolus button cover was torn while the button was operational. No other defects were observed. (B)(6).

Event description:
The pump was returned for investigation. Investigation found a dim/discolored display and the battery compartment was cracked. This report is made based on the results of investigation completed on (B)(4) 2015.